Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blood glucose level of 588 mg/dl due to her infusion set disconnecting. Customer reported that she had a blood glucose level of 120 mg/dl on the morning of the call, but that it was up to 548 mg/dl by the time of the call even though she bolused. The customer reported that she was nauseous, dehydrated, and had a headache. During troubleshooting, customer confirmed that air bubbles were present in the tubing, which she was able to prime out. No malfunction of the insulin pump was found. The customer will return the infusion set for analysis.